Event description:
Dialysis bag rupture on electrolyte side causing eye splash to rn opening bag. Rfp-404 lot 02311266. Ismp is a federally certified patient safety organization and an FDA medwatch partner. (B)(4).